Event description:
Customer reported via phone, he was hospitalized due to low blood glucose of 60 mg/dl. Customer stated he was hospitalized due to over correcting with a syringe. Customer also stated he had taken the battery out and the device reset. Assistance was provided to reprogram the device. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.